Manufacturer narrative:
The suspected pump was returned for evaluation. The device event log/alarm history was reviewed and confirmed the reported ¿travel reverse error¿ and ¿syringe plunger not in place¿ alarms. A review of the prior 12-month service history revealed no previous repair records. The device was visually inspected, and physical damage was noted to the top case, bottom case, and right plunger case. Functional testing was performed, and the device met performance specifications; however, the reported issue was confirmed through alarm history review. The root cause of the failure was determined to be worn-out clutch components. Corrective actions included replacement of the left and right clutch, clutch spring components. The device was calibrated, lubricated, and reset to standard configuration. Following repair, the device passed all performance verification testing and was determined to be fully operational.

Event description:
It was initially reported that the pump displayed a ¿reverse travel error¿ during testing. There were no patient involvement and no injury reported. During investigation, review of the alarm history confirmed the reported issue.